Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set leaked. During an unspecified infusion, the ¿bifuse set was leaking where the tubing enters the bifurcation¿. There was no patient injury or medical intervention associated with this event. No additional information is available.